Event description:
It was reported that the asymptomatic, non-dependent patient presented in the hospital for an unrelated issue. Upon a routine device check, no capture and high, out-of-range pacing lead impedance were observed. The lead was explanted and replaced. The patient did well and went home the following day.

Manufacturer narrative:
(B)(4).